Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device displayed a "runtime calibration failure- 1051" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical for evaluation. The malfunction was observed and the auto cal valve on the smart pneumatic module was replaced to resolve the malfunction. Analysis for reports of this type has not identified an increase in trend.